Manufacturer narrative:
The device was returned to olympus. Prior to the device being evaluated, it was sent to an independent laboratory for culture testing. The device tested positive for 4 colony forming units cfus of micrococcaceae which is conforming to standard. The customer provided the cleaning sterilization and disinfection cds processes performed at the user facility. The customer aspirates water through the channels and flushes out the air/water and auxiliary channel. The customer did not specify if a detergent is used during the precleaning process. During the manual cleaning process, the customer uses aniozyme x3 anios detergent and brushes the instrument channel, suction cylinder and instrument channel port. The customer uses albyn medical brushes. It was not specified if the scope is manually disinfected. For automated endoscope reprocessor aer treatment, a soluscope 4 machine is used with soluscope cln detergent and soluscope paa disinfectant. The scope is stored in a surestore cabinet. Olympus is the maintenance company used by the customer. The scope was not sterilized. During the device evaluation, it was uncovered that the light guide rode lens was cracked. It was also observed that the glue of the bending section cover was separated. Lastly, it was observed that the biopsy channel had wear and tear. The investigation is ongoing. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for unexpected microbial contamination. The scope was sampled once. During the sampling, the scope tested positive for unspecified colony forming units cfus of pseudomonas aeruginosa. The issue was found at reprocessing during a routine culture of the scope. All channels were tested. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.